Event description:
Note: this report pertains to second of two devices that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2009-00071 for a description of the other event. It was reported to boston scientific corporation in late 2008 that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the procedure, the device would not bow properly. They tried to use another sphincterotome during testing, however, the device would not bow properly. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has been received and the device evaluation has not been performed; the cause of the reported malfunction is undetermined.